Event description:
The customer reported noticing the electrolyte injection cup (eic) overflowing while changing the electrolyte reagents on a unicel dxc 800 synchron system. The customer indicated that as the ion selective electrode (ise) module was primed, the sample injection port would gradually fill and eventually overflow. The customer noted that approximately 20 mililiters of fluid had spilled. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat and no exposure or injury was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and found the eic obstructed. The fse flushed and cleaned the eic and repair was verified per established procedures. Failure mode was determined to be an obstructed eic and issue was resolved following service.

Manufacturer narrative:
Results: obstructed electrolyte injection cup (eic). (B)(4).